Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump passed all functional test, including prime, displacement, rewind, basic occlusion, occlusion, and excessive no delivery alarm test. Drive support disk was inspected and no anomaly was noted.

Event description:
The customer reported that the insulin pump alarmed motor error. The blood glucose reading was 211mg/dl. Troubleshooting was performed, and the drive support cap was flush. Assisted the customer to run the displacement test and the test failed. Advised the caller to disconnect from the device and revert to back up plan. No further information was provided.